Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the seat was ordered in (B)(6) and it has cracked.